Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. It is reported that the distal portion of this screw remained intact while the top half of the screw broke. Visual observation indicates that the failure was not caused by procedural error. This complaint can be confirmed. A batch record review has been conducted for this batch to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. We cannot discern a root cause for this failure mode at this time. Based on complaint rate and customer impact, we believe this to be an anomaly. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
At tibial btb fixation the milagro screw broke without using additional force. Additional information was received from our affiliate on april 24, 2013. The screw broke in the middle during insertion into the patient. The surgeon did not notch prior to insertion, and did not insert the screw off axis. The surgeon removed the broken piece of the screw and was satisfied with the fixation of the distal portion which remained in the patient.